Manufacturer narrative:
Model number/catalog number 72401110. Serial number (B)(6). Batch/lot number 357845009. Gtin n/a. Model/catalog description pump cxm. Expiration date 10/17/2007. Manufacturer date not specified. Model number/catalog number 72401111. Serial number (B)(6). Batch/lot number 360908012. Gtin n/a. Model/catalog description reservoir 50ml cxm. Expiration date 12/02/2007. Manufacturer date not specified.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to deterioration. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient complained that the old device was not working properly with the onset of symptoms beginning 3 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Cylinder 1 had hole in the outer tube due to sharp instrument consistent with explant damage. Cylinder 2 had a hole in the out tube due to input tube wear. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number 72401110, serial number (B)(4), batch/lot number 357845009, gtin n/a, model/catalog description pump cxm, expiration date 10/17/2007. Manufacturer date not specified. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Model number/catalog number 72401111, serial number (B)(4), batch/lot number 360908012, gtin n/a, model/catalog description reservoir 50ml cxm, expiration date 12/02/2007. Manufacturer date not specified. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. No leak in the reservoir shell, but there was leak discovered in the adapter due to tool damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to deterioration. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the patient complained that the old device was not working properly with the onset of symptoms beginning 3 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Manufacturer narrative:
Model number/catalog number: 72401110. (B)(4). Gtin: n/a. Model/catalog description: pump cxm. Expiration date: 10/17/2007. Manufacturer date not specified. Model number/catalog number: 72401111. (B)(4). Gtin: n/a. Model/catalog description: reservoir 50ml cxm. Expiration date: 12/02/2007. Manufacturer date not specified.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to deterioration. A new inflatable penile prosthesis consisting of 15 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient complained that the old device was not working properly with the onset of symptoms beginning 3 weeks ahead of the surgery. The patient outcome was reported as the patient got well.